Manufacturer narrative:
Seog ki min. Single 1 port robotic splenectomy using the da vinci sp system, experience of a single centre. 2026. The international journal of medical robotics and computer assisted surgery https://doi.org/10.1002/rcs.70160 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reviewed six female patients who underwent single+1 port robotic splenectomy between august 2024 and january 2025. A powered stapler (60mm tan cartridge) was used to divide the splenic vessels. Complications included significant bleeding (600ml) in one patient due to intraoperative injury to the splenic vein during stapler application resulting in a prolonged procedure. Single 1 port robotic splenectomy using the da vinci sp system¿experience of a single centre: seog ki min, the international journal of medical robotics and computer assisted surgery, 2026; 22:e70160 https://doi.org/10.1002/rcs.70160.